Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console alarmed gas loss. After performing in iab fill, blood was seen in the helium tubing. Pumping was stopped. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. A non-maquet sheath was returned over the membrane at approximately 5.8cm from the iab tip. Additionally, the extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and one leak was detected on the membrane approximately 2.3cm from the iab rear seal and measuring 0.013cm in length. The evaluation confirms the reported problem which was most likely triggered by a leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console alarmed gas loss. After performing in iab fill, blood was seen in the helium tubing. Pumping was stopped. There was no reported injury to the patient.